Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. For troubleshooting, the following was suggested: it was suggested not to hot swap any scope and to always insert the scope into other devices with power turned off. Use the esc key on the cv-190¿s keyboard to quell error codes. If the phenomena that caused the error code persists, the code will display again. Moreover, when the suspected scopes return from reprocessing, ensure to clean the connector contacts with a lint free alcohol pad and after drying insert the connector and then turn the power on and observe the scopes again for a prolonged time for any phenomena. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the subject device exhibited no image. The issue was identified at the time of set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h6, h11 the device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.